Event description:
It was reported that blood collected from an hcv positive patient "splashed" out from the bd vacutainer® blood transfer device holder with female luer adapter during use while connected to a syringe, and while transferring it to a fourth tube. Later inspection of the product found that there was a crack in the tip of the syringe where it had been connected to the blood transfer device. The following information was provided by the initial reporter, translated from japanese to english: blood splatter occurs while using btd. Use btd connected to a syringe. Blood was splashed at the time of transferring to the fourth tube and the nurse exposed blood. Blood-collecting patients are hcv positive. In the actual product confirmation on the hospital side, it is the view that there is a crack in the tip of the syringe (the part connected to btd).

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the tip of the syringe that was connected to the blood transfer device appeared to have been broken; however, no issues with the blood transfer device were observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood collected from an hcv positive patient "splashed" out from the bd vacutainer® blood transfer device holder with female luer adapter during use while connected to a syringe, and while transferring it to a fourth tube. Later inspection of the product found that there was a crack in the tip of the syringe where it had been connected to the blood transfer device. The following information was provided by the initial reporter, translated from japanese to english: blood splatter occurs while using btd. Use btd connected to a syringe. Blood was splashed at the time of transferring to the fourth tube and the nurse exposed blood. Blood-collecting patients are hcv positive. In the actual product confirmation on the hospital side, it is the view that there is a crack in the tip of the syringe (the part connected to btd).